Event description:
It was reported that the customer's t:slim x2 pump screen was dark and the battery would not charge despite being plugged into a wall adapter. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support attempted to troubleshoot the issue and instructed the customer to use known working charging supplies, but the pump did not respond. Consequently, technical support decided to send a replacement tandem cable and wall adapter via two-day shipping. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.